Event description:
Reported by another country's reporter of a surgery for morbid obesity in 2008, primary experienced surgeon could not do it, but the other surgeons decided to perform the procedure. The procedure took 6 hours, two days later the patient developed tachycardia and abdominal pain, x-ray showed passage, and by coincidence signs of pneumonia, it was not observed that a small amount of the contrast fluid also was seen in the abdomen indicating leakage from the alimentary tract. The next day, patient still show signs of abdominal complications, crp 430 and in the evening temperature rise to 38 degrees. The patient's condition gets worse and reoperation is decided. At reoperation a hole was found on the small bowel possibly caused by a grasper or scissor. The hole was sutured. The patient develops sepsis and organ failure, and she dies later that night. It was shown later that the sepsis was cause by pseudomonas and her antibiotic treatment was not active against that. Patient expired three days later. There is no indication that the device had anything to do with this, but it was used during the surgery.

Manufacturer narrative:
Information not available, device not returned for analysis.